Manufacturer narrative:
An event regarding pain involving an accolade stem was reported. The event was not confirmed. Method & results: device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: the provided medical records were reviewed by a consulting clinician who indicated: " x-ray printouts related to the right hip include a series dated (B)(6) 2012, which is an ap of the pelvis and an ap and lateral of the right hip demonstrating osteoarthritic changes. A series dated (B)(6) 2012 includes two intra-operative aps of the right hip with trial components in situ and then an ap of the pelvis and lateral of the right hip labeled ¿portable¿ demonstrating an uncemented right total hip arthroplasty with three screws in the acetabulum. The hip is reduced and the components are in nominal position. X-rays dated (B)(6) 2012, (B)(6) 2012, (B)(6) 2012, (B)(6) 2012, (B)(6) 2013, and (B)(6) 2017 are multiple views of the right hip with no migration of the components, wear, or evidence of pathology noted. Communication from stryker orthopaedics dated (B)(6) 2017 regarding recall of implanted products states, ¿no affected product¿ in this case. Based upon the information reviewed, there is no evidence that factors of faulty component design, manufacturing or materials are responsible for the clinical situation described. A likely trochanteric bursitis, possibly contributed to by a significant weight loss, appears to be consistent with the records reviewed. Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review: there has been no other event for the lot referenced. Conclusions: the reported event nor root cause could not be determined based on the information provided. However, the medical review concluded, ¿based upon the information reviewed, there is no evidence that factors of faulty component design, manufacturing or materials are responsible for the clinical situation described. A likely trochanteric bursitis, possibly contributed to by a significant weight loss, appears to be consistent with the records reviewed.¿ product recall verification response confirmed that none of the reported devices were part of the recall. Pain can occur post-operatively for a number of reasons and is a symptom rather than the cause of the issue the patient is experiencing. No further investigation for this event is possible at this time. If devices and/or additional information become available, this investigation will be reopened.

Event description:
Patient had a right total hip replacement 06/05/2012, now experiencing pain & soreness. Received cortisone shots (B)(6) 2017 for relief. Patient also mentioned he has bone marrow cancer as of (B)(6) 2013 after his surgery and was told a revision surgery would be more invasive.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Patient had a right total hip replacement (B)(6) 2012, now experiencing pain & soreness. Received cortisone shots (B)(6) 2017 for relief. Patient also mentioned he has bone marrow cancer as of (B)(6) 2013 after his surgery and was told a revision surgery would be more invasive.